Event description:
Customer reported receiving a blank screen from their precision qid meter. Customer also reported experiencing symptoms of shakiness, weakness and seizure and eating food and drinking water to counteract the symptoms. There was no report of third party medical intervention, death or permanent impairment associated with this case.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. The meter manufacture date for the reported meter is unknown.